Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. The device was running software revision 5.18. On 3/31/09, zoll issued a corrective action strategy and required all users to perform a "mandatory upgrade" software per dca z-1206-2009. There are no records of this device ever being serviced. The malfunction was resolved by loading software version 6.32. The device was recertified and returned to the customer.